Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up call for additional information, the facility representative provided the product code and serial number of the involved pump. She stated that in (B)(6) 2013, the pump was taken out of service and sent to their contract service provider. They could not reproduce the reported event. The pump passed all tests and was returned to the facility for use. The facility representative confirmed their was no pt injury associated with this event. The actual pump has not been received yet for evaluation and the investigation is ongoing. A follow up report will be provided when the investigation results become available.